Manufacturer narrative:
This supplemental report is being submitted to update the device manufacture date and to provide additional information received from the original equipment manufacturer (OEM). The OEM reported that an attenuated total reflectance (atr) material analysis was conducted on the sample by an independent laboratory and found the infrared spectrum of the test article most closely matches that of compounds with bands associated with an ester and possible an amide. This component is organic in nature but can also be found in flexible plastics. It is undetermined how the contaminate was packaged along with the device back in 2007.

Manufacturer narrative:
Olympus followed up with the user facility to obtain additional information regarding the reported event and was informed that the alleged contaminated implant was not used on the patient; the physician opened a new device and completed the procedure. There was no patient injury reported. The device was not returned to olympus for evaluation; however, a photographic image of the sterile blue tray was provided by the user facility. The image illustrated that the implant had been removed and a foreign material was inside the tray. Since the implant and its sterile packaging were not returned the foreign material cannot be confirmed as organic. As part of our investigation, a performance investigation was conducted by the OEM. This investigation determined that the reported event was unlikely to have occurred during production. The personal protective equipment worn by packaging staff, along with cleaning and visual inspection procedures, would prevent contaminates from being packaged along with the product during the implant packaging process.

Event description:
Olympus received a voluntary medwatch((B)(4)) which reports that during a middle ear implant procedure; the surgeon opened the sterile plastic tray lid and observed that a piece of bloody tissue was present along with the implant. The surgeon reported that there was no evidence of a break in sterile packaging.

Manufacturer narrative:
The device and packaging was returned to olympus for evaluation. A visual inspection was performed and noted the blue container was unsealed with temporary tape holding the container in place. The device was removed from the blue container and there was no damage or foreign material noted on or inside of the dornhoffer interpositional device. Further inspection of the device packaging noted a foreign object inside the blue container in a separate location. Based on the investigation finding the root cause for the reported event could not be determined. The device and packing will be sent to the OEM for further investigation.